Event description:
It was reported that the autopulse displayed "change battery" and stopped after 5 compressions. The battery was changed, but the sys displayed "change battery" again and stopped after 5 compressions. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted when the device is received and evaluated.